Event description:
The field service engineer observed a speaker not working issue when evaluating the device for the customer's original reported blood pressure issue. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The field service engineer observed a speaker not working issue when evaluating the device for the customer's original reported blood pressure issue. The device was in use on a patient. There was no report of patient or user harm.